Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced foreign matter in the device cannula/needle/syringe or any fluid path component. Product defect was noted prior to use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 8290715. Complaint 2 of 2 for date (B)(6) 2020: description of issue: customer reported appearance of tiny, small white plastic ¿filament¿ in syringe immediately after removal from packaging, prior to insertion to cartridge. Customer reports that the "filament" is approximately 1/8- 1/4 length of an eyelash. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657. Product lot number: 8290715. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: distributor explained that bd might follow up with customer regarding returning syringe/needle. No further distributor follow up is required. Customer replied to follow up email: one time I used the same. The other times I used a new one. Update - last night I opened a new box and the syringe has the same issue.